Event description:
Midline catheter placed 2/14/97 for home antibiotic infusion. On 2/23 attempted to remove the catheter and couldn't. As catheter was being removed a hard area began to appear just distal to the IV insertion site. Rptr tried massage and flushing to no avail. Pt came to ER and surgeon removed catheter by cutdown. Catheter was intact upon removal. IV therapy coordinator states this is the second time in 6 mo this has happened with this type of catheter. 1st instance was not reported but involved at 24 gauge catheter.